Event description:
It was reported that patient presented for follow-up. Low impedance and decreased sensing were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.